Manufacturer narrative:
Add'l info has been requested and if received will be supplied on a supplemental report.

Event description:
It was reported that, "apex half pin broke in tibia." The surgeon will revise pt with wirers for stability but will not remove the broken pin.